Event description:
A physician reported following the intraocular lens implantation the patient had experienced endophthalmitis and the lens was explanted. Additional information received stating one-week post operatively the patient had experienced corneal edema, anterior chamber cells and flare, fibrin and vitreous clouding. As a result vitrectomy and anterior chamber washout were performed and the lens was explanted. There were no complications during the surgery. The patient was treated with unspecified steroids, non-steroids and antibiotics post-surgery. The event has resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint lot search report reviewed; there are no other complaints for the reported lot. Deviation lot search report reviewed. There have been no other complaints reported in the lot number. The complainant indicates the use of healon as a viscoelastic, which is not qualified for use with associated iol model. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Iol returned wrapped in gauze bandage along with company p&l label in a clear zip lock bag. Solution is dried on both surfaces of the optic and haptics. Both haptics have fibers - rejectable. The optic is torn/split-cut dividing the iol in two(2) with loose fibers -rejectable. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the lens did not cause the event. Based on this information, the device did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the surgeon considers that there was no causal relationship with lens since endophthalmitis did not occur in many other facilities and there is the possibility that there was a problem with the equipment in our hospital.